Event description:
The pt reportedly experienced no sound between the external equipment and the cochlear implant. The pt's device was explanted. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.